Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. A 12mm x 2.75mm nc quantum apex balloon catheter was selected for used. During the procedure, the device was observed to be broken or fractured. Another balloon of the same size was used to complete the procedure successfully. No patient complications were reported.